Event description:
A ctni result of 3.7 ng/ml was obtained on initial testing, but auto repeat produced a result of 0.02 ng/ml, followed by a ckmb "below assay range." These results were not reported to the physician. Instrument was set up to automatic repeat when results exceeds established cut off values (i.e. Ctni 0.6 ng/ml). The same specimen was repeated; ctni results of 4.02 ng/ml and auto repeat of 3.75 ng/ml were obtained. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely low ctni result. Analysis of instrument data was not indicative of instrument malfunction. Sample specimen was not present after initial ctni result was obtained or sample specimen was moved from position before sampling for auto repeat of ctni and ck.